Event description:
It was reported that a hairline crack was found in the barrel of the unspecified bd¿ 30ml syringe after administering cyclophosphamide. The following information was provided by the initial reporter: "we have just an incident where a 30ml syringe of cyclophosphamide has a hairline crack in it, this was found after administration."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received for evaluation by our quality team. The picture shows a 30 ml syringe with a liquid inside. There is a visible small line on the syringe barrel. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.